Event description:
The customer contacted beckman coulter, inc. (Bci) to report inconsistent prostrate-specific antigen (psa) results for a patient sample analyzed using the hybritech psa reagent on a unicel dxc 600i synchron access clinical system. Patient results were reported out of the laboratory. It is unknown if there was any effect to the patient or if patient treatment was impacted.

Manufacturer narrative:
Result: inconsistent data generated. Conclusion: a definitive root cause for the event has not been determined. A field service engineer (fse) was dispatched on (B)(6) 2011 and discovered bubbles in the wash pump and dispense probe lines. The fse replaced the wash valve seals, wash pump seals and belt, the o-ring between the wash pump and fluidics manifold, and wash valve motor and sensor. After priming the system and performing a high sensitivity system check, the system passed all instrument specifications. This event is related to the event reported in form 3500a MFR report # 2122870-2011-01654. Two different patient samples were impacted. This report pertains to the second patient sample.